Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 24 g x .75 in. Bd insyte¿ autoguard¿ shielded IV catheter did not retract after use when the safety activation button was pressed. The customer also reported that the spring was missing from the device. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample without packaging and photos of the actual device were returned for evaluation. A visual inspection revealed that the unit consisted of the needle/hub assembly, safety shield (barrel) and protective needle cover. A microscopic inspection revealed that the needle was slightly retracted into the safety (barrel), the button completely depressed, and the spring was missing from the unit. Photos of the used device were inspected and revealed similarities to that observed in the returned unit. A simulated use test was performed by pushing the needle to the out position and resetting the safety activation button. The safety activation button was pressed and the needle did not retract, but remained completely in the out position. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. Although this defect was established to have happened within the manufacturing process, the source could not be determined and is therefore unknown. The following controls are in place to prevent this type of occurrence: - spring check station, - challenge samples, - visual inspection for incorrect/missing component, - in process sampling, - 100% inspection for any missing components. Remedial action taken: CAPA (B)(4) was initiated for short spring issue but has the intent to address the quality controls in place for all spring issues. A formal work session was also initiated with the aim to address the fault acknowledgement systems and manufacturing has been notified of this incident and the findings.